Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing via a review of remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.